Manufacturer narrative:
We are now investigating details.

Event description:
(B) 2015 - a (B)(6) year-old female patient visited the injection physician and complained of mild knee pain. She received artz dispo injection in the knee for gonarthrosis. (B)(6) 2015 - she experienced severe knee swelling and difficulty walking, and then visited the injection physician. Hydrarthrosis was observed. She received steroidal injection twice and her symptom was relieved. The culture of her synovial fluid was negative. (B)(6) 2015 - her symptom improved. (When she received 5 injections of artz dispo (1st injection on (B)(6) 2013), such symptoms did not occur.)

Manufacturer narrative:
This is a definitive report. This case is no longer subject to MDR because the injection physician stated that this case did not meet serious criteria.

Event description:
On (B)(6) 2015- a (B)(6) female patient visited the injection physician and complained of mild knee pain. She received artz dispo injection in the knee for gonarthrosis. On (B)(6) 2015 - she experienced severe knee swelling and difficulty walking, and then visited a hospital. On (B)(6) 2015 - aspiration of 115 ml of synovial fluid were performed. It was yellow cloudy. The culture of her synovial fluid was negative. On (B)(6) 2015 - she received rinderon 20 mg (betamethasone acetate) with 5 ml of xylocaine (lidocaine) and her symptom was relieved. On (B)(6) 2015 - she recovered. (When she received 5 injections of artz dispo (1st injection on (B)(6) 2013), such symptoms did not occur.)